Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 330461) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter. The meter serial number was not provided. The result from the meter with capillary blood was 3.4 inr. The result from the laboratory with venous blood was 2.6 inr. The results elapsed time between the results were within minutes. The customer's therapeutic range was 2.5 - 3.0 inr.

Manufacturer narrative:
The customer returned two vials of strips for investigation. The returned product was measured with a reference meter and retention controls. Testing results (qc range: 2.5 - 3.1 inr): vial: 481304, qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial: 380006; qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.